Event description:
It was reported that the device was explanted and replaced due to malfunction. The patient subsequently reported lead fracture, pacemaker not functioning, swelling in legs, headache, and rate down to 50 bpm. The lead was also replaced. No further patient complications have been reported as a result of this event.